Event description:
It was reported that the customer had high blood glucose levels of more than 500 mg/dl. The customer reported some bent cannulas from the infusion set of the insulin pump. The customer reported that there were no delivery alarms from the insulin pump. The customer was advised that the no delivery alarm occurs when there is a 5.0 unit of back pressure built up on the insulin pump. The customer was advised that insulin was still going thru to the body though at a slower pace. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.